Manufacturer narrative:
The distributor performed a checkout of the unit and noted the unit was alarming code 345 and low fraction of inspired oxygen. The turbine was replaced, resolving the reported complaint.

Event description:
The hospital reported that, during a preoperative checkout, the unit was not operating as expected. There was no reported patient involvement.